Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now without low battery alert. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the battery has to be changed within two days of inserting it. Customer was assisted with troubleshooting. The customer mentioned this is the second occurrence of the alarm without warning. Customer was advised they may continue to wear the insulin pump until replacement arrives. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was received with normal operating currents. No unexpected low battery alarm or replace battery now alarm noted. However, unexpected replace battery alarm and power loss alarm noted in the insulin pump history due to connector resistance (printed circuit board). The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with scratched case and minor scratched lcd window.